Manufacturer narrative:
E1: reporting institution phone number - (B)(4). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00396. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from customer biomed reporting the touchscreen was unresponsive to touch command on a v60 ventilator. The issue was identified during pre-use testing; there was no patient involvement. The ventilator was replaced with another v60. There was no report of harm. A manufacturer's product support engineer (pse) evaluated the device and confirmed a misalignment in the touch position. The issue was not resolved with touchscreen calibration; therefore, the touchscreen was replaced. The device was operational after repairs were completed.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician visually examined the touch screen and reported there was no evidence of damage or contamination. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. The touch screen flex circuit failed required resistance testing. The out of specification resistance results on the flex screen portion was determined to be the cause for the touchscreen non-responsiveness.